Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of cognitive changes.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient reported that cgm displayed value of 171 mg/dl compared to bg meter value of 23 mg/dl. The patient stated that she experienced a severe low blood sugar event with no warning. The patient reports that her fs values were much lower than her cgm and that is why her receiver did not alert her. The patient stated that she was driving home at night when she almost passed out. The patient stopped the car, on the street on the side of the road. The patient was only 2 minutes from home when a neighbor noticed she was in the car. The car was still in drive and she had her foot on the break. The neighbor tried to get her to unlock the door so he could turn the car off but she stated that she couldn't even do that. The patient stated that she didn't even know how to unlock the door and the neighbor kept telling her to turn the car off, but she could not respond. The patient's neighbor that was on the scene knew the patient's niece so he contacted her. The patient's niece and niece's husband arrived at the scene and called 911. The paramedics arrived and had to knock window out on the passenger side because the patient would not open the door. The paramedics told the patient that she was below 23 mg/dl and administered glucagon. The paramedics took the patient to the hospital. The patient stated that she never talked to a doctor, however lab work, urine test and electrocardiogram (EKG) were performed. The patient did not know the results of the tests, but she stated that everything was fine. The patient reported that the only thing the hospital had to do was give her an orange juice and a sandwich. The patient stated that after she had ate the sandwich is when her blood sugar came back up and then she was able to leave the hospital. At time of contact the patient's condition was that she was feeling better. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.